Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported the patient developed a pump infection. The infection was noted as not related to the device. The patient hit the pump on accident and it created a cut over the pump that eventually infected the pump pocket. The infection was associated with the injury. The pocket was revised (moving it to a new location) and catheter length was added to resolve the issue. Follow-up was being conducted to obtain the drug being delivered via the pump, other medications the patient was taking at the time of the event, the patient's pertinent medical history, diagnostics performed, and outcome of the event. If additional information is received, a follow-up report will be sent.